Event description:
A customer experienced a problem with kangaroo e-pump. The customer states "the pump was programmed to feed and flush over an eight hour period, but fed only water, the pt was a diabetic."